Manufacturer narrative:
E1 - facility name - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head's video image did not display. The issue was found during set up and inspection for use for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, e3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported customer issue was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: water invasion in charged coupled device (ccd) and cable had watertight failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.